Event description:
During covidien service of the loaner generator, the unit was found to have high leakage current. No injury occurred.

Manufacturer narrative:
(B)(4). Covidien testing of the generator found high leakage current. Investigation isolated the cause to failure of the pid circuit board. The pid circuit board was replaced and the generator functioned properly and within specifications.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.